Event description:
Leakage was detected between a segment of flexible tubing and an adjoining connector in a cardioplegia delivery line convenience kit. The leakage is reported to have occurred towards the end of a cardiopulmonary bypass procedure. Minimal intervention appears ot have been initiated to preclude further incident. The procedure was completed without the necessity of changing out the product, and the patient suffered no injury resulting from the reported incident. The user facility separately reported that connection of the centrifugal pump appeared to be loose, but did not create a device malfunction, and no intervention was necessary.